Manufacturer narrative:
Date of event: the exact event date is unknown. Initial reporter phone: (B)(6).

Event description:
It was reported that the patient needs to replace his malleable penile prosthesis due to breakage that has caused pain.